Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument.

Event description:
It was reported that a broken cable was observed on the tenaculum forceps instrument. There was no patient involvement.